Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of coupler unit, it cannot be connected to the scope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head device optics were unstable. The event occurred during sedation for a therapeutic holmium laser enucleation of the prostate procedure. The procedure was completed with the same device. There were no reports of patient harm.